Manufacturer narrative:
A general reagent issue could be ruled out because calibration and quality controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The sample volume was low at 1 ml. Sample centrifugation time may have been shorter than recommended by the tube manufacturer. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 17.78 mg/dl. Since the hba1c result of the patient was higher than the normal range, the user decided to repeat testing of the sample. The sample was repeated on a second analyzer, resulting in a value of 332.73 mg/dl. The sample was then repeated twice on the original analyzer, resulting in values of 326.94 mg/dl and 329.00 mg/dl. The glucose reagent lot number was 58644201, with an expiration date of 31-jan-2023.